Manufacturer narrative:
(B)(4). A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: unknown batch no: unknown.   It was reported: customer received kit with adhesive pads containing tegaderm customer experienced allergic reaction; unk pt harm. Event description states: it was reported "when he (her father) had the catheter placed, his doctor couldn't complete the procedure at her facility so the doctor bandaged him, and once they were removed the bandages there were blisters and had an allergic reaction and this was from the tegaderm bandages that were included with the (B)(6) pleurx. We contacted (B)(6) to notify them not send the tegaderm bandages.. And they sent them anyways. The bandage was placed on (B)(6) 2021, and the blisters were noticed on (B)(6) 2021."   Questions/inquiries: confirm patient harm and notate in event desc per attached statement above. At 12:45pmcst, on 11may21 - left voicemail for clarification of allergic reaction to bandages/pad containing tegaderm - left contact information. At 11:30amcst, on 13may21 - left 2nd voicemail - requesting clarification of allergic reaction to bandages/pad containing tegaderm - left contact information again. At 1:00pmcst, on 19may21- left final voicemail - requesting clarification of allergic reaction to bandages/pad containing tegaderm - left contact information again.